Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the cephalic arch. A 10.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, a decrease in pressure was noted. Subsequently, the device was ballooned up to 17 atmospheres and a hole was observed in the balloon. No complications were reported and the patient's status was stable.